Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt received several alarms and the percutaneous lead was suspected to be compromised. The pt received a pump exchange. It is reported that the pt is doing well following the surgery.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.